Manufacturer narrative:
Evaluation summary: x-rays are not available for review. The device was in-vivo for approximately 11 years. Patient build, weight during implant, weight during event, and activity level are not known. No engineering analysis could be done with available information. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1995. The patient had progressive polyethylene wear demonstrated by successive cme/cr reports, which resulted in a poly exchange which occurred in 2007.